Event description:
Drug/diluent: ropivacaine 0.1%. Fill volume: 400 ml. Flow rate: 7ml/hr. Procedure: femoral nerve block. Cathplace: femoral nerve. Bolus button not functioning properly. Bolus button was pushed but orange indicator would not refill (stayed at lowermost position) so pump was removed from patient. This happened with two pumps. Bolus button is not stuck down on pumps. Date of event: (B)(6) 2011.

Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Results - device was received for evaluation and investigation, and testing is currently being performed. Conclusions - a follow-up report will be filed when investigation has been completed.